Event description:
Pump was returned with report of failure code 550. Info was not available regarding whether or not the device was in use on a pt when the failure occurred, the pump was just delivered to biomed with report of "broken". The biomed reported he has received no report of any pt injury or medical intervention related to the failure of this device. Although attempts were made to obtain additional details regarding the medication involved, pt status, specific pt info, tubing product code and lot number in use and pump programming info, no additional details were available.